Event description:
Customer reported a hospitalization due to low blood glucose. The insulin pump alarmed button error. Customer stated that he overbolused and went low to 24 mg/dl. Customer was originally hospitalized due to breathing issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump buttons function properly, no button error alarms noted. However moisture damage was noted on the keypad traces and electronic assembly during visual inspection.